Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was in the hospital due to ulcer operation and the insulin pump has something jammed in the reservoir compartment. Customer had also gone to see a specialist who inserted a new battery and the device had no power to the device. Customer believes the reservoir is jammed in the reservoir compartment; she has attempted to remove it but was unsuccessful. She is unaware how the damage occurred on the device. Customer's blood glucose was unknown. Troubleshooting was performed for blank display and the device did return after a new battery was inserted. Customer also reported the insulin pump had alarmed unexpected restart. Customer's blood glucose was 192 mg/dl. Customer was advised to monitor the device as the device had been stored for an extended period of time. Customer is not returning the device for analysis.